Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port (sp) monopolar curved scissors (mcs) tip accessory was analyzed, and the findings did not replicate or confirm the customer reported event. The mcs accessory was visually inspected and found to be undamaged. The mcs accessory was properly installed in the in-house mcs instrument. The in-house instrument was plugged into the in-house system for testing. There was no tip detection failure observed. The mcs accessory did open and close properly. The instrument delivered energy using the mcs tip accessory and found no issue. No product issue was identified.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.